Event description:
It was reported to boston scientific corporation that difficulty was experienced inserting the sensor guidewire into the patient, during a ureteroscopy procedure. Upon removing the guidewire from the patient, the black tip of the wire was noticed to be detached. The black portion of the wire was visualized in the patient and removed. Reportedly, the core wire remained intact. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that difficulty was experienced inserting the sensor guidewire into the patient, during a ureteroscopy procedure. Upon removing the guidewire from the patient, the black tip of the wire was noticed to be detached. The black portion of the wire was visualized in the patient and removed. Reportedly, the core wire remained intact. The patient's condition at the conclusion of the procedure was reported to be "stable". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4) for the reported event of guidewire tip detached.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned sensor guidewire revealed that the urethane tip had detached, exposing the core wire. Most likely, unstated procedure and possibly clinical factors contributed to the urethane tip detachment, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.